Manufacturer narrative:
The device was not returned to edwards for evaluation as it is was discarded. Attempts to retrieve additional information is in process. If additional information is received a supplemental MDR will be submitted. Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. The cause of the event cannot be determined; however, patient factors and progression of underlying valvular disease may have impacted the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information a 19mm pericardial aortic valve, implanted approximately six (6) years and six (6) months, was explanted due to aortic stenosis and regurgitation secondary to calcification. The device was originally implanted for aortic valve replacement to correct aortic regurgitation. After implant, calcification in the two (2) leaflets were observed and aortic regurgitation aggravated. The device was explanted and replaced with a 21mm pericardial aortic valve with no adverse patient events reported. The patient status was reported as under treatment. The device was not returned for evaluation as it was discarded at the hospital. Multiple cardiac surgical procedure: mitral valve replacement with a 27mm pericardial mitral valve and tricuspid annuloplasty with a 30 mm tricuspid ring at implant.